Manufacturer narrative:
Pending evaluation: concomitant device(s): screw kit 300-20-01, sn (B)(4); humeral stem 300-01-13, sn (B)(4); replicator plate 300-10-45, sn (B)(4).

Event description:
Approximately 16 months post initial tsa, the (B)(6) years old female patient presented to the surgeon with, what appeared as, an infected, loosening primary right tsa. On xray, the stem appears lose with "windshield wiper" effect. Head appears in place on xray. The patient was scoped to take biopsies for infection, which were negative. Upon scoping, it was apparent that replicator plate had dissociated from top of the stem. There was also obvious metallosis. Shoulder joint was debrided with shaver and biopsies were taken. Shoulder has not yet been revised. Patient was last known to be in stable condition following the event. The surgery on the right shoulder was completed on (B)(6) 2020. Upon opening the shoulder, the head had not dissociated from the stem. It turns out the stem was loose due to an infection. The devices will not return, the patient asked for the devices. Patient is ok except for the infection found in the procedure.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.